Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for an unknown interstim therapy. It was reported that the patient¿s friend and patient¿s ex-sister in law¿s friend had bit time problems with an implant as well. The patient did not know which person it was, but reviewed they couldn¿t walk, their legs were bothering them so badly that they feel and fractured their hip and then had to lay on their back. There were no further complications reported.